Manufacturer narrative:
No complaint was received with return of device. Failure (event) was observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 3.2-3.9cm and 4.1-4.2cm from the distal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.